Event description:
On (B)(6) 2009, the patient underwent treatment of a 62 mm thoracic aortic aneurysm with two gore tag thoracic endoprostheses. Final angiography showed a distal type I endoleak (cause unknown). It was reported the physician elected to conclude the procedure and monitor the endoleak. On (B)(6) 2009, a follow up CT scan again showed a distal type I endoleak with the aneurysm measuring 60 mm. The same day, an intervention was performed whereby an additional device was implanted to repair the endoleak. On (B)(6) 2010, a one-year follow-up CT showed no evidence of endoleak. The aneurysm measured 60 mm.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the endoleak could not be determined with the provided information.